Event description:
It was reported that the surgeon had partially inserted a cc4204bf silicone plate lens before discovering the pt's capsule was torn during phacoemulsification. The lens was removed and a vitrectomy was performed. Another type of lens was implanted.